Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1032548 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1032548 , test base part number 190-430 / lot: 1032548 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1032548 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false negative result on a direct tested nasal kitted swab with the ID now covid-19 assay. Confirmation testing was performed on (B)(6) 2021 with pcr on a nasopharyngeal swab and generated positive results. Per the customer, there was no patient harm or delay in treatment due to test results.